Event description:
It was reported that a pump has a system error 322. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was performed. The evaluation confirmed and reproduced the reported symptom error 322 caused by loose nylon screws. The loose nylon screws will trigger an intermittent open/closed switch connection causing the ec 322. The upper auxiliary assembly was replaced since it contains the nylon screws.